Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying an e-4 occlusion error message prior to the event. The patient's blood glucose level was 520 mg/dl on the patient's blood glucose monitor at home and it was 520 mg/dl at the hospital. The patient was treated with insulin injections. The patient was hospitalized (B)(6) 2016. The infusion device was returned for product evaluation.